Event description:
The customer reported that his blood glucose is going from 200mg/dl to low the night before. The customer stated that he over compensated for his meal carbohydrates and over bolused. Troubleshooting was performed. The caller stated that the back of the reservoir compartment kept pushing out, the round cylinder had fallen off, and he can see the motor. The customer mentioned that the insulin pump has a crack. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner.